Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the surgical site infection event is related to the vicryl suture. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon - no. Can specific patient demographics be provided for the subjects of this article - if so, please also include: pre-existing conditions, exact procedure performed, specific medical/surgical intervention per patient. No. Are the product code and lot numbers available for devices used - o. Vicryl suture - no. Are devices available to be returned for analysis - no.

Event description:
It was reported in a journal article that the patient underwent a patellar realignment surgical procedure on unknown date and the suture was used for subcutaneous re-approximation of an anterior midline knee incision from mid-patella to the tibial tubercle. Following the procedure, the patient experienced a delayed wound dehiscence and developed a deep ssi, requiring operative treatment and IV antibiotics due to involvement of the deep surgical tissues. Additional information has been requested.